Manufacturer narrative:
No product was returned for an evaluation. The customer can utilize the pattern paper to confirm the system laser is providing correct pattern/coverage. The customer did not perform the requested burn paper test; thus, solta cannot verify proper pattern/coverage. It is the responsibility of the customer to perform the pattern paper test and submit for review and if they do not, there are no further actions to be taken. According to the fraxel dual 1550/1927 laser system user manual, burns are a known possible complication after fraxel treatment. Blistering or burns may develop over the treated areas. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is required.

Event description:
The customer reported that a day after a patient received a fraxel dual treatment on their forehead, there was a burn. Available information and pictures were reviewed by the medical reviewer. The available pictures showed an open wound, approximate size of 2 cm, with surrounding crusts is visible on the forehead. The patient was treated with bactroban and their current status was reported as peeling. No other treatments (besides fraxel dual) were being performed in the same area where symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 30 days. Two passes were completed using the 1550 wavelength and two passes were completed using the 1927 wavelength. There were overlapping passes. No system errors occurred, nor was anything out of the ordinary noted during treatment.